Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patient details not showing up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) identified a data sync error caused by an invalid change tracking value on the station. Manual recovery was performed by following knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue", executing the required scripts, and validating successful data sync via logs. Synchronization was confirmed in patient encounter system (pes), and the sync change tracking chunk size was adjusted as a preventive measure. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.